Event description:
It was reported that during surgery a cannulated screwdriver broke during screw insertion. All debris was removed from the patient. Surgical technique was utilized. The event caused a one-to-two-minute delay to the procedure. No additional medical intervention was needed. There was no impact to the patient. There were no contributing conditions related to this event. A solid driver was utilized to complete the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4).G2: Foreign, Event occurred in Australia.The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.